Manufacturer narrative:
(B)(4). Report source - (B)(6). Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when the customer opened the package, there was foreign matter inside the sterile package. There is no additional information at this time.

Manufacturer narrative:
This report is being submitted to update the initial reporter information with the doctor's name.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Evaluation of the provided pictures noted the presence of a circular translucent speck on the flange of the plastic retainer or inner cavity. It could not be determined whether the foreign substance rested on top of the retainer flange or was stuck between the retainer flange and inner cavity. The lid of the inner cavity was completely peeled off and there is uniform glue remain all over the inner cavity sealing flange. The foreign substance was returned in a plastic bag taped to the retainer, with the whole product and packaging. The products were still packaged within the protective pouch and plastic bag inside the inner cavity underneath the plastic retainer. Reported event is for a packaging issue; medical records are not available for review. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. The likely condition of the products when it left zimmer biomet was conforming to specifications based on the DHR review and evaluation of the returned product. A definitive root cause cannot be identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.